Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. A review of the system logfile found no errors related to the reported issue. Upon troubleshooting actions fse, identified that the fire-x-board was defective. Fse replaced the fire-x-board. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In this scenario, the customer reports artifacts but the effect on the procedure is not reported or is unknown. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. If the artifacts are severe enough to compromise the ability for the procedure to proceed, the clinician will halt the procedure; this type of event does not fall within this scenario. If the reporter of the complaint alleges that there was an artifact, but there is no mention of any effect on the procedure or interference with interpretation, it is determined to be an ¿unknown¿ effect of the artifact. It is common for artifacts to have minimal effect on both the time course of a procedure and the ability to interpret images, and therefore an artifact with an unspecified effect on a procedure is not likely to lead to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an imaging issue as only a striped image was visible. No harm has been reported to philips. Philips has started an investigation of this complaint.